Event description:
In 2002 the end-user called medtronic minimed, USA and stated that the tubing cracked at the connections point. In may 2002 maersk medical received the complaint and 1 used infusion set.